Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. Blood glucose level was 1.9 mmol/l. Customer treated the low blood glucose with orange juice & cookies. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted with trouble shooting. Customer performed the self test and it was passed. The device will not return for the analysis.